Event description:
The hospital reported that upon opening the vasoviewhempro vh-3500 during preparation for an endoscopic vessel harvesting procedure, there was a foreign object inside the peel pack part of the package. A new device was opened to perform the procedure. Photo provided by complainant shows an orange foreign object on the opened packaging tray. There was no patient involvement.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/24/2024. A photograph was provided by the account. A photographic inspection was conducted. The edge of the clear pouch is visible. An orange spec is observed, however it is not clear whether the spec is inside or outside the packaging based on the photograph. An investigation was conducted on 05/01/2024. A visual inspection was conducted. No signs of clinical use or blood were observed. A sealed pouch was returned. No evidence of contamination or foreign objects was observed on the packaging. All components of the device were observed to be sealed inside the pouch and intact with no visual defects. Based on the photographic inspection and returned condition of the device, the reported failure "contamination /decontamination problem" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000372257 history record review was completed. There was rework and deviations documented for the reported lot number. There was one (01) ncmr identified which has no relation between the batch manufacturing process and the reported failure. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.